Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) lead. (B)(6) technical services (ts) stated that there was a singly jump and no episode of noise was noted. Ts discussed if this could be spring contact or lead fracture and recommended to have the patient seen in clinic for further evaluation. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).